Event description:
The user facility reported the vitrectomy cutter failed to cut during surgery. Additional information received states, the cutting action stopped after 3-4 seconds. Re-engaging the foot controller caused the cutting action to temporarily resume. A replacement cutter was used to complete the procedure with no impact or injury to the patient.

Manufacturer narrative:
The sterilization and lot history records have been reviewed and found to be acceptable.